Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: as the orvil anvil was attempted to be connected to the trocar of eeaxl2535, the two would not properly mate to make the audible clicking sound. Upon initial inspection, it looked like one of the connection prongs on the orvil had bent outward which may have prevented proper mating of the anvil to the stapler. This problem could not be resolved laparoscopically so procedure was converted to open. After the surgeon used a grasper to place the metal prong of the connecting portion of the anvil back into place, it did make an audible clicking sound upon connection. However, the anvil then still popped off upon closing the eea. There was a delay over 30 minutes. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc.